Event description:
As reported by the edwards field clinical specialist, the patient experienced profound hypotension post deployment of a 23 mm sapien valve. Anesthesia was unable to raise the blood pressure and CPR was initiated. After three minutes of CPR, the patient's blood pressure recovered. Tee showed moderate to severe central aortic insufficiency (cai) and a moderate paravalvular leak (pvl). The physicians removed the .035 amplatz extra stiff wire from the ventricle to see if there would be an improvement in the cai. There was no improvement. One cc of contrast was added to the delivery balloon and a post dilatation was performed. The pvl improved mildly with worsening of the cai. A second 23 mm sapien valve was prepped and deployed just slight lower than the 1st by about 2 mm. Post deployment tee revealed no cai and trace pvl. The patient maintained a good blood pressure; however, the patient's heart rate (hr) was between 275 and 300 beats per minute (bpm). An attempt to convert the patient to sinus rhythm was made via a sync defibrillator, but it did not reduce the hr. Anesthesia then administered esmorol. Cvp: 13, ao: 125/57 and hr reduced to 139 bpm. It was then noted that the patient had developed first degree heart block. Co was 5.0 l/min. Following the procedure, the anesthesiologist noted that the pacing wire was in the pericardial space. The effusion was noted to be a clot as opposed to free blood. Protamine was given and no further intervention was necessary. Additional investigation revealed the following: bav was performed with the edwards 20 x 3 mm bav balloon. The 23 mm sapien was prepped with 17 cc of contrast in the syringe. The valve was positioned 50:50 across the native aortic annulus. The native aortic valve was severely calcified, with the calcium distributed fairly evenly. The image intensifier angle and the coaxial alignment of the valve and delivery system were described as good. The perceived cause of the cai was poor coaptation of the sapien valve leaflets. Wire manipulation, pullback, and gentle probing with the pigtail did not change the cai.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. The imaging was not available for review. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. Factors that could cause central regurgitation include over expansion or asymmetrical deployment of the delivery balloon, and inadequate coaptation of prosthesis leaflets. In the absence of imaging from the procedure, the root cause of the reported cai and pvl cannot be confirmed. However, per report, the cai was thought to have been caused by poor coaptation of the sapien valve's leaflets. The cai and pvl were mitigated by the placement of a second sapien valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.